Manufacturer narrative:
Report source: (B)(4). Patient code: (B)(4). Device code: (B)(4). The complaint device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure on (B)(6) 2021. During the procedure, the suture dart broke off. The physician was unable to retrieve the dart and it remains inside the patient.